Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow-up, non-sustained right ventricular oversensing episode due to post-paced t-wave oversensing was observed on the device. The oversensing was noted on a stored egms. Programming changes were made. The patient was stable throughout the event and was discharged from the clinic.